Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two capio opc, packaged devices were used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, for the first device (MFR report #3005099803-2018-60246), the dart got stuck in the capio cage ("grate") of the device and the suture broke off from the dart. They opened a second device but the dart also detached from the suture and was left inside the patient. The procedure was completed with another opc, packaged device. There were no adverse patient effects as a result of this event. The patient's condition after the procedure was reported to be fine.